Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced shaking and treatment for sepsis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset for the shaking event. The source for the sepsis was not reported. Additional information was requested but is not available.